Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 145 ohms. Following the out-of-range shock impedance alert, shock impedances values stayed within the 120s ohm range. It was also noted that shock impedance measurements had been steadily rising over the past year. During synchronized shock, this ICD and rv lead recorded a code 1005 indicative of an open circuit condition during shock delivery. The vector breakdown was triad 127 ohms, rv coil to can 151 ohms, rv coil to right atrial (ra) coil 149 ohms, and ra coil to can 89 ohms. Technical services (ts) discussed that the rv coil appeared to be the cause of the high impedance measurements. The ICD and rv lead were explanted and a new system was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned but examination noted it had been severed in two segments approximately 11.5 cm from the terminal pin. Visual inspection also noted calcification of body fluids on the proximal and distal shocking coils. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Surface abrasions were noted on the insulation, however no conductors were exposed. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements and tachy therapy may have been impacted by the calcification of body fluids on the proximal and distal shocking coils. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 145 ohms. Following the out-of-range shock impedance alert, shock impedances values stayed within the 120s ohm range. It was also noted that shock impedance measurements had been steadily rising over the past year. During synchronized shock, this ICD and rv lead recorded a code 1005 indicative of an open circuit condition during shock delivery. The vector breakdown was triad 127 ohms, rv coil to can 151 ohms, rv coil to right atrial (ra) coil 149 ohms, and ra coil to can 89 ohms. Technical services (ts) discussed that the rv coil appeared to be the cause of the high impedance measurements. The ICD and rv lead were explanted and a new system was implanted successfully. No additional adverse patient effects were reported.